Event description:
Healthcare professional reported ¿an intracapsular rupture of the left device and also the beginning of the extracapsular rupture on the outer and upper side has not been excluded¿ and ¿bilateral axillary and internal mammary lymph node involvement is probably due to silicone perspiration¿ this record relates to the left side. The device remains implanted.

Manufacturer narrative:
(Phone number): (B)(6). (Zip code): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken was observed on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported ¿an intracapsular rupture of the left device and also the beginning of the extracapsular rupture on the outer and upper side has not been excluded¿ and ¿bilateral axillary and internal mammary lymph node involvement is probably due to silicone perspiration¿ this record relates to the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.